Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen floating in the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube before use. The following information was provided by the initial reporter, translated from french to english: "attached is a photo of the tube containing an "artifact" floating in the citrate."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm floating in the citrate with the incident lot was observed. Evaluation/testing of the customer samples was performed and fm floating in the citrate was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was seen floating in the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube before use. The following information was provided by the initial reporter, translated from french to english: "a photo of the tube containing an "artifact" floating in the citrate."